Event description:
The prophecy block for stem alignment guide's k-wire holes were not drilled all the way through. The surgeon had to drill them out by hand which caused the k-wires to skive.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.